Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call indicating that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was higher than normal. The customer reported via phone call that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was high than normal. The customer stated that the air bubbles are in tube and reservoir. The customer's father was advised after filling reservoir to wait one or 2 hours before inserting reservoir. The customer was advised with 1 set and reservoir will be return for analysis. The customer was advised that we will send 1 box of sets and reservoirs.